Event description:
Device history record was reviewed and nothing was found related to the reported event. Device history log was reviewed. Several technical error 18 were found which confirms the reported event. The device was received for preventive maintenance during which our local technical team detected a technical error 18. According to the technical manual and repairs information, the power supply board was replaced but was not sent back to brézins for further investigation despite several requests. Although a defective power board is suspected, the root cause of this defect remains unknown. To our knowledge this complaint is not being related to patient safety. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "during preventive maintenance error code 18 occurred; therefore as written in the [technical manual], the power supply [board] was replaced and the issue was solved." Technical manual states that error 18 is an ac power presence issue. Reporting due to the referenced issue; no serious injuries were reported. More information is needed to complete the investigation.